Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There was a pericardial effusion in the transverse pericardial sinus preoperatively, but it was confirmed that there was no increase of effusion during the procedure and after the procedure was completed. There were no patient complications that were reported to have occurred. Post procedure the patient was discovered to have a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis to successfully treat the patient. The patient did well following this treatment and is expected to make a full recovery.